Event description:
Nurse reported that customer was admitted as an inpt to a hosp due to high blood glucose. Troublehsooting was performed and pump programming and function appeared to be normal. It was explained to customer that when troubleshooting was done pump passed all tests.